Event description:
Fluid leaking from recip. Blade mount during an iliac crest. Saw was removed from field and pt given antibitics. Wound irrigated and debrided. Osteotomes and curette used to finish graft.